Event description:
Sales representative reported that this anchor broke during insertion. Malfunction report form confirmed that the broken pieces of this anchor were removed from the patient and a 20 minute delay was experienced. The surgeon did have a back-up device available to complete the rotator cuff procedure with. Sales rep confirmed that the bone was abraded and the surgeon tapped the back of the anchor with a mallet prior to insertion. No patient injury or procedural complications resulted.